Manufacturer narrative:
(B)(4). The user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, that the patient experienced a skin reaction around the edges of the sensor patch. The sensor was inserted at the abdomen on (B)(6) 2017. The reaction was described as a dark mark, burn-type scars, marks that do not go away. Patient did not report any treatment for the affected area. At time of contact, patient is fine. No additional patient or event information was provided. No product or data was provided for investigation. The reported event could not be confirmed. The root cause could not be determined.